Manufacturer narrative:
Conduction disturbances, such as left bundle branch block and second degree heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic aortic valve, an electrocardiogram showed a new onset left bundle branch block and a second degree type I heart block. Subsequently, four days post implant, a permanent pacemaker was implanted. No further adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.